Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device change out due to end of life (eol), the right ventricular lead would not be loosen from the pacemaker' s header. While replacing the new lead, the patient became too restless so the procedure was abandoned. The patient was later brought back to the lab to explant the device. The new device was implanted on the left side. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The complaint of ventricular setscrew issue was confirmed. Device was received at eol voltage level. Header evaluation was performed, small amount of septum material and calcified blood was found in v setscrew inset which prevented the torque wrench from being fully engaged into setscrew inset and caused stripping, this is consistent with user error during explant procedure. Further analysis on device did not find any anomaly other than voltage being at eol. Longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.